Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history records traceable to the possible lot numbers, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned sample was visually inspected and was found to be non-conforming with the inner cutter in the port of the probe needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be non-conforming for actuation and aspiration; the inner cutter remained in the port during testing. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of the coupling. No presence of adhesive was observed on the extension. No wear marks were observed on the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had aspiration and actuation failures. The cut functionality of the probe was unable to be tested, however the actuation failure would have led to a cut failure as was reported. The root cause of the aspiration failure is the cutter remaining in the port due to the observed actuation failure. The root cause for the actuation failure is the separation of components within the probe. It appears that toward the beginning of use in surgery the adhesive bond failed, causing the extension to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the extension from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe did not cut during a vitrectomy procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.